Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7354008, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-15. Medical device lot #: 7113321, medical device expiration date: 2022-04-30, device manufacture date: 2017-05-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd neoflon¿ IV cannula, 26 g x 19 mm had a difficult plug that could not be unscrewed. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation. A device history record review of the past 12 months for catalog 391349 was performed. There is no related qn on defect or condition of end cap issue. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Based on the investigation of previous similar complaint, the probable root cause for peelback could be due to the tubing material. CAPA #(B)(4) was issued to review the tubing material.

Event description:
It was reported that a bd neoflon¿ IV cannula, 26 g x 19 mm had a difficult plug that could not be unscrewed. There was no report of exposure, serious injury, or medical intervention.